Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. They received the alarm in the morning and wanted to know what it was about. The home patient (hp) stated they were at the end of therapy and when they pressed go, the alarm sounded. The hp stated that they never felt full and did not have any other alarms. The technical service representative (tsr) checked the therapy settings. The patient was performing continuous cycling peritoneal dialysis (ccpd). The total volume was set to 11500ml, the total time was set to eight and a half hours, the fill volume was set to 2200ml, the last fill volume was set to 400ml, dextrose was set to same, and the weight was set to (B)(6). The tsr checked the cycle by cycle ultrafiltration (uf) readings. The cycle 5 uf was equal to 241ml, the cycle 4 uf was equal to 2428ml, the cycle 3 uf was equal to -299ml, the cycle 2 uf was equal to -284ml, and the cycle 1 uf was equal to -286ml. The tsr explained the minimum drain volume percentage setting in the nurse's menu and how that works. The tsr explained that the setting should be set to at least 85%. The hp stated they understood. They never felt any discomfort. The hp stated that as long as they knew what caused the alarm, they could just have the registered nurse (rn) adjust the minimum drain volume percentage. The hc was at 'press go to start' and ready for setup. The hp would call the rn to adjust the minimum drain volume percentage. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she had not been made aware of this alarm. Ps informed the nurse that according to the original contact with the patient, the minimum drain volume percentage could potentially be adjusted to prevent any reoccurrences of the alarm. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on the reported information. The assignable cause of the iipv was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low.